Event description:
It was reported that none of the buttons worked on the external pulse generator. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: initial analysis confirmed the reported event, the battery was at end of life. It was also noted that the upper case was broken, the lower case was broken and contaminated, the battery release, battery release o-ring and battery drawer were contaminated, the side bail covers were broken, the battery contacts were compressed and the main printed circuit board (pcb) was out of electrical specification. Further analysis was performed on the main pcb. Visual inspection did not reveal any anomalies. Bench analysis did not reveal any failures indicating a current problem. Functional testing passed. Conclusion: could not confirm the reported failures seen during initial analysis during servicing and repair of the device. (B)(4).